Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; surgical treatment of acute thoracic stent graft occlusion liesdek ocd, jacob ka, vink a, vermeulen ma, hazenberg cevb, suyker wjl. Department of cardiothoracic surgery, university medical center utrecht, utrecht university, the netherlands. Doi; 10.1016/j.athoracsur.2018.05.099. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in the patient for the treatment of a traumatic type b thoracic aortic dissection. Two years later the patient presented to ER with acute complete motoric and sensory loss of both lower limbs while jogging. Nausea and vomiting also experienced by the patient suggested abdominal ischemia as well. CT of the thorax and abdomen showed a total occlusion of the thoracic aortic stent graft with no evidence of thromboembolisation or ischemic injury to the abdominal organs. The acute onset of paraplegia was related to total occlusion of the thoracic aortic stent graft, resulting in ischemia of the spinal myelum. Emergency surgery was performed to re-establish aortic flow. Some improvement of the paraplegia occurred on day 1 post-op and at eleven days post-surgery on discharge of the patient, it was possible to move the legs more activity with sensibility in both legs completely restored. Six months post-surgery the patient was able to walk with a stick. No additional clinical sequelae were reported and the patient will be monitored.